Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up in backup vvi mode due to an event queue overflow. A device restoration was performed successfully. The patient was stable and was to continue with regular follow ups.